Event description:
An ophthalmologist reported that a pt experienced a corneal ulcer and uveitis, left eye, associated with wear of focus dailies contact lenses. The dr stated that the incident caused the pt moderate pain and an anterior chamber reaction was observed. Treatment consisted of chibrocaron every hour plus tobrex. Event resolving. No visual acuity info provided, however, dr reported the pt has subsequently developed an astigmatism. Request has been made for additional info, however, no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." An eval of the returned product is underway by mfg. If any abnormality is found, a follow up report will be provided.